Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtmr) on the surgeon side console (ssc) due to damaged finger clutch. The system was tested operated without error and verified as ready for use. Isi has received the mtm 2 involved with this complaint and completed the device evaluation. The failure analysis investigation reproduced the customer reported complaint ¿finger clutch rubber came off on mtmr¿ during visual inspection. The opto button assemblies were replaced as a fix. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). Review of the provided image is consistent with the complaint of the rubber part detaching from the finger clutch. Failure analysis confirmed the damaged finger clutch. This complaint is being reported due to the following conclusion: an isi field service engineer (fse) confirmed that the mtmr was damaged and replaced it to resolve the issue. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer found that the rubber finger clutch came off from the right master tool manipulator (mtmr). The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and there was no damage noted. The customer was able to complete the procedure robotically. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.